Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor had steam coming out of the bottom side of the reader. The caller was advised to unplug the rader from power and leave unplugged. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
On (B)(6) 2017, it was reported that the remote monitor had steam coming out of the bottom side of the reader. The caller was advised to unplug the reader from power and leave unplugged. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event. Remote monitor failed during interrogation test; found defective radiofrequency head battery; found error code 3230 in field action log. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor had steam coming out of the bottom side of the reader. The caller was advised to unplug the reader from power and leave unplugged. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.